Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during the last dwell on the homechoice machine (hc). The home patient (hp) stated he already shut down the hc and disposed of all supplies. The hp stated he uses all the lines and there weren't any extra. The tsr explained the alarm to the hp. The technical service representative (tsr) advised the hp that he should be able to setup tonight like normal. The hp stated he was in his last dwell and he finished with a manual exchange. The tsr advised the hp to setup for therapy later today. The hp was contacted on (B)(6) 2012. The hp stated this was an isolated event. The hp stated he did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). The reported problem was not confirmed. The root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.